Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) notification received by exactech legal indicating they have been notified via a tolling agreement of a patient who alleges they sustained injury resulting from a connexion gxl acetabular liner implanted at the time of her left total hip arthroplasty performed on or about april 2011.evices will not return. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Notification received by exactech legal indicating they have been notified via a tolling agreement of a patient who alleges they sustained injury resulting from a connexion gxl acetabular liner implanted at the time of her left total hip arthroplasty performed on or about (B)(6) 2011. "Evices" will not return.